Event description:
It was reported that that the patient had his inflatable penile prosthesis (ipp) cylinders and pump explanted due to the device not inflating correctly. The onset of this issue was right when the device was implanted. The patient is expected to fully recover from this surgery.